Manufacturer narrative:
The reported complaint of the autopulse displayed ua45 (not at "home" position after power-on/restart) error message was confirmed during the functional testing and in review of the archive data. The driveshaft was rotated back to home position to remedy the issue. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Visual inspection was performed and found the front enclosure is damaged. This is not related to the reported complaint. Archive review showed ua45 (not at "home" position after power-on/restart) error message on the reported event date on (B)(6) 2017 thus confirming the reported complaint. However, ua07 (discrepancy between load 1 and load 2 too large) error message was also observed on (B)(6) 2017 and this is unrelated to the reported issue. Per the autopulse maintenance guide, ua07 is an indication that the patient out of position or the patient is not properly centered. Functional testing of the platform during initial power up showed a user advisory (ua) 45 (drive shaft not at home position) error message. It was found that the driveshaft was not at home position. Rotating the driveshaft back to home position cleared the ua 45 error message. Additionally, load cell characterization test was performed and it indicated that both of the load cells are within specifications. Further evaluation of the platform found that the bottom enclosure was damaged. The lifeband clip was unable to lock in place and clutch was found sticky. These were not related to the reported complaint. The front and bottom enclosure of the platform and the belt retainer were replaced to remedy the issue. Clutch deburring was also performed to remedy the sticky clutch. Additionally, load cell test was performed due to ua07 observed in the archive on the event reported date of (B)(6) 2017, however this is unrelated to the reported complaint. Both of the load cells passed testing and are within specifications. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check, the autopulse displayed ua45 (not at "home" position after power-on/restart) error message. According to the customer, the lifeband was changed however the issue was not resolved. No patient involvement reported on this issue.